Event description:
The customer returned the product for damaged rear housing, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified no previous related repairs. The customer¿s initial issue was confirmed. Further investigation identified a detached downstream occlusion (dso) seal. The downstream occlusion (dso) seal was replaced. The device then passed all testing criteria.